Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the lubricath coude foley catheter had holes in it.

Event description:
It was reported that the balloon of the lubricath coude foley catheter had holes in it.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be ¿imperfection in balloon due to process¿ resulted in pinholes which made product performance compromised. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use, to undue any damage to the patient." Corrections: d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.